Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2020, a 32mm amplatzer septal occluder was selected to close a defect in the patient. During the procedure the left atrial(la) disc failed to form correctly, and appeared to be deformed in a cobra shape. The physician recaptured the device, and redeployed, but the same issue occurred on the la disc. The device was then removed and replaced with a 30mm amplatzer septal occluder. The 30mm device successfully closed the defect with no patient injuries. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay in the procedure. The patient is currently stable, and discharged.